Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported one adhesive issue that the caller experienced infusion set was accidentally pulled out during use due to tubing catching on something or pump falling. Event date (B)(6) 2026 and high blood glucose below 300mg/dl.